Manufacturer narrative:
The procedure was a semi-emergent case. The target lesions were at the mid left anterior descending (lad) and the distal lad. The lesion at the mid lad was a restenotic lesion previously treated with an unk bare metal stent. The lesion was described as eccentric, diffused, and moderately calcified lesion. The diameter of the vessel was 1.93mm and the lesion length was 27.24 mm. Pre-procedure stenosis was 75 percent and lesion classification was type c. The lesion at the distal lad was de novo, eccentric and focal. The diameter of this vessel was 1.98 mm and the lesion length was 7.99mm. Pre-procedure stenosis was 76 percent and lesion classification was a type b1. Radial approach was chosen for the procedure. To treat the mid lad, pre-dilation was conducted with a 2.5x20mm balloon at 12 atms. Inflation time was unk. A 2.5x28mm cypher sirolimus-eluting coronary stent was deployed at 14 atms for 16-30 seconds at the target lesion. Post-dilation was conducted with a 2.5x14mm balloon at 18 atms; inflation time was unk. Timi flow per and post procedure was iii. The residual percent of stenosis was 3 percent. To treat distal lad, pre-dilation was conducted with a 2.5x14mm balloon at 6 atms; inflation time was unk. A 2.5x18mm cypher sirolimus-eluting coronary stent was deployed at 12 atms for 16-30 seconds. Post-dilation was conducted with a 2.5x14mm balloon at 16atm; inflation time was unk. Timi flow pre and post procedure was ii and iii. The residual percent of stenosis was 7 percent. Intravascular ultrasound (ivus) was not conducted. There was no problem regarding this implant and the products. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-01848 and 9616099-2007-01849. Any add'l info will be submitted within 30 days of receipt.

Event description:
This report was received from the clinical study: approx eight months after the cypher sirolimus-eluting coronary stent implantation, a follow up coronary angiogram (cag) was conducted and the stents were patent. Seven months later, the pt expired due to lung cancer. An autopsy was not performed. Physician's comment: the cause of death is non-cardiac due to lung cancer, and so it is not related to cypher. There will be no further info available for this event.